Manufacturer narrative:
A ge representative was advised by the facility bio-med that they have identified a problem with the interconnect cable (broken wires) and as such, they will not require a service call. They will correct. Service call was cancelled. No evaluation completed.

Event description:
It was reported that there was an image problem with the 9800 system. No patient injury reported.